Event description:
Further follow-up revealed that the pt died while hospatilized. Death certificate listed the immediate cause of death as status epilepticus, due to (or as a consequence of) ac respiratory failure, due to (or as a consequence of) severe mental retardation, due to (or as a consequence of) hydrocephalus. The manner of death was listed as natural.

Event description:
Reporter indicated that vns pt had passed away. The pt's body is being donated to science. Cause is death is not known at this time. No autopsy was performed. The pt experienced a >25% reduction in seizures with the vns therapy and was receiving therapy at the time of death. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. There is no evidence at this time that the ncp system caused or contributed to the reported event.